Event description:
When coming off of cardio-pulmonary bypass a pacemaker was needed to restart the patient's heart. The pacer box did not work. When turned on, it just flashed all the lights and would not pace. The nurse had to run out of the room for another box. This malfunctioning pacer box delayed patient care and extended cpb pump time. Per biomed: this device came to biomed. Notes are below, in the end, device will be sent to manufacturer: verified operation and passed all manufacture specs. I did notice that the mode turn knob is very hard to turn and I will summit a po for an exchange. As noted in the equipment concern report; "when turned on, it just flashed all the lights and wouldn't pace. Https://manuals.biotronik.com/wps/proxy/https/aurum.biotronik.com/emanuals/manual/extdev/reocor/reocord_quickguide/de/en/d?type=manual (on pg. 4). This would indicate failed self test. As a precaution I will send out for service and an exchange due to the mode button issue.